Event description:
It was reported that the patient complained of a lump that started to drain a few weeks after it came up. It was noted that there were 2 other hardened areas noted under the skin above her umbilicus. The patient denied fever or chills. Wound cultures were obtained and was positive for staphylococcus aureus. A computed tomography obtained showing deep seated infection requiring debridement and placement of wound vacuum-assisted closure on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023.

Manufacturer narrative:
Chronic driveline infection MFR numbers: MFR-2916596-2024-00212; 2916596-2024-00213; MFR 2916596-2024-00217; MFR 2916596-2024-00219. Sepsis and death are reported under MFR 2916596-2024-00105. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
IV daptomycin/cefepime was given to patient on (B)(6) 2023, changed to cefazolin on (B)(6) 2023, and then changed to cefadroxi (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.